Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6): product type programmer, patient h3. Analysis did not find any non-conformances with the controller. Device passed debug modes test; no functionality failure detected on this unit. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6) ubd: , UDI#: (B)(4) product type programmer, patient g2. Foreign: jp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins) for spinal canal stenosis. It was reported that the patient controller screen did not light even after charging. The device did not recover even when the battery pack was removed and inserted. The green light was lit while charging, but the screen did not turn on. There were no events in particular that were believed to have caused the event. The screen suddenly stopped turning on. The issue was not resolved. The patient controller would be replaced in the future. No surgical intervention occurred or was planned. No symptoms were reported, and there was no health damage. Additional information was received from the rep. It was reported that according to the patient, the controller itself did not power on.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. It was reported that the recharger was unable to be charged, and the battery lamp had been flashing up and down. They tried resetting the device, but it didn't charge.